Event description:
I had lasik surgery at (B)(6). In the 16 months since the surgery, I have experienced debilitating dry eye resulting in corneal neuropathy. This pain has caused anxiety attacks and caused me to seek help from a therapist to manage pain and anxiety. I have spent hundreds of dollars on eye drops and dry eye goggles to manage the pain and keep my job, which requires use of a computer all day. I was just prescribed scleral lenses for managing bilateral corneal disorder. I am especially angry that this was an elective procedure that I paid (B)(6) for. The FDA needs to review the procedures for screening patients before having lasik surgery and requiring clinics that offer the service to perform specific dry eye risk tests before approving someone for lasik and setting standards for who is higher risk to screen people like me out. I am relatively young and I feel this has irreparably harmed my quality of life. Thank you, (B)(6).